Event description:
The biorci-ha screw broke during insertion, while completing fixation of a bone-tendon graft. A second screw was used to complete graft fixation. Complete removal of the broken screw was confirmed. This incident did not result in procedural complication or injury to the patient.